Event description:
Pt was treated with freeze off, wart located on forearm below wrist (described as 1" long). Application of 20 seconds caused pain and was discontinued. Customer was seen by doctor who removed loose skin after blister broke. Doctor prescribed burn cream (twice a day). Family reported that pt has insufficient feeling in arm (unable to distinguish between extreme heat and warm, extreme cold and cool.